Event description:
Ous MDR - during dilatation of the calcified 80% stenosis the passeo-18 6/200/90 balloon ruptured. The max. Applied pressure was 6 bar. The proximal part of the delivery system fractured and the balloon tip remained in the patient. A stent was placed in order to maintain vessel patency. No patient injury was reported. The patient was discharged home.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. Only the proximal fragment of the device was returned for analysis. The distal part of the balloon and 20cm of the distal inner shaft are missing. The proximal balloon segment is 11.5cm long. The balloon tear has a circumferential and longitudinal component. Microscopic analysis of the balloon surface showed transversal scratches proximal to the fracture site and in close vicinity of the fracture site. The inner shaft most likely fractured during device withdrawal as a consequence of the balloon rupture. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the transversal scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon and subsequent balloon separation was most likely induced by the patient¿s vessel anatomy.